Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Found higher than usual number of "high alarm displayed: downstream occlusion" reports, which suggests a faulty dso sensor. Dso sensor and seal will be replaced. Device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there the issue of the device is unknown. During physical inspection it was found that the dso seal was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.